Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced severe pain, exudate and redness at the stoma site. He was prescribed an unknown antibiotic and it seemed to improve. On an unreported date, the stoma worsened again, the stoma was hardened and tender. An evaluation was done, an echo was performed and a small collection (0.5mm) was presented, debrided, cultured, and clindamycin was prescribed for resistance to amoxi-clav. Stoma care was done with iodine, gauze removed in 72 hours and washed with soap and water.